Event description:
The user facility reported that during a procedure the image went black. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there was no image when the scope was activated. There was evidence of fluid invasion, however, the endoscope passed the air/water leak test. The image problem was attributed to a damaged charge couple device unit. This report is being filed as an MDR in an excess of caution.